Event description:
Edwards received information that the customer received a pericardial patch with the "seal broken" on the packaging. The customer also commented that the "cap wasn't screwed on tight." The product was not used and returned to edwards for evaluation.

Manufacturer narrative:
It was reported that this product was received by the customer with the seal broken on the packaging. Unfortunately, the issue could not be confirmed through evaluation of the device, as it was not returned in the condition as reported. The original product packaging was not provided. The device history record was reviewed and this device passed all manufacturing and sterilization inspections. No corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events. No further actions are possible at this time.